Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. The patient also complained of the device location causing discomfort. The device was reprogrammed from unipolar to biopolar. The physician plans to surgically intervene to relocate the device and check the device-to-lead connections. Surgical intervention was performed. The device was relocated and no issues were found with the rv lead. The lead was disconnected, reconnected and all measurements through the pacing system analyzer (psa) and device were normal and no further high impedances have been observed.